Manufacturer narrative:
H.6. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle dull and needle hub separates on lot#: 9014703. Investigation summary: customer returned (10) 3/10cc, 8mm, 31g syringes in an open poly bag from lot#: 9014703. Customer states that the needles were dull, and some of them would come off when the caps were pulled off. All returned syringes were tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). All observations fall within specifications. Also, no hub-needle assembly separated from the barrel when removing the shield. A review of the device history record was completed for batch#: 9014703. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200805534, 200805562] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Event description:
It was reported that bd ultra-fine¿ insulin syringe needles would break off. This occurred on 15 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 320440 batch no: 9014703. It was reported that the needles were dull, and some of them would come off when the caps were pulled off. Description: the needles were dull, and some of them would come off when the caps were pulled off.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe needles would break off. This occurred on 15 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 320440, batch no: 9014703. It was reported that the needles were dull, and some of them would come off when the caps were pulled off. Description: the needles were dull, and some of them would come off when the caps were pulled off.

Event description:
It was reported that bd ultra-fine¿ insulin syringe needles would break off. This occurred on 15 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 320440 batch no: 9014703. It was reported that the needles were dull, and some of them would come off when the caps were pulled off. Description: the needles were dull, and some of them would come off when the caps were pulled off.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9014703. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint.